Manufacturer narrative:
Updated data: h6 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: two static images were provided for review. The patient¿s executive summary was not available, which limited the ability to perform a comprehensive anatomical assessment. Fluoroscopic valve load inspection was performed and a misload was identified by crown overlap reaching node 4. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. If a misload is detected, the valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, a misload was not reported and the valve was used for the procedure. It was reported that two recaptures were made due to suboptimal depth and during the third deployment attempt, an infold was observed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. New sterile components must be used. It was documented that the infolded valve was not implanted, and a new valve was used to complete the procedure. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {non-implantable}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, during the loading check frame node overlap was between the 3rd and 4th node. Upon the first deployment attempt, it was observed that the valve was positioned too deep relative to the target implant depth. Subsequently, the valve was recaptured into the delivery catheter system (dcs). Upon the second deployment attempt, it was once again observed the valve was positioned too deep, and the valve was recaptured again. Upon the third deployment attempt, an infold was observed. Subsequently, the valve was recaptured and the system was withdrawn from the patient. A new valve was loaded and used to complete the procedure. It was noted a 5 minute procedural delay occurred as a result. Per the physician, the patient's calcified anatomy was a contributing factor to the infold.